Event description:
It was reported that prior to starting a da vinci s surgical procedure, the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument tore due to the blades on the mcs instrument were open. No missing or fallen pieces were reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that the tip cover was returned with a crack in the tip cover wall which likely occurred as a result of installation of the tip cover onto the monopolar curved instrument while the blades on the instrument were open. The crack in tip cover was approximately .4210 long. No other damage to the tip cover was found. The instruments and accessories user manual instructions for tip cover accessory installation indicates the following: tip cover accessory installation - before use: close the scissor blades. Straighten the wrist of the instrument. Grasping the tip cover accessory with the installation tool, slide the tip cover accessory onto the distal end of the instrument until it comes to the stop. A twisting motion can be used to ease installation. The distal end of the instrument should be facing away from you during installation. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.